Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer's mother also reported that they received a no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 398 mg/dl prior to the call. The customer's mother stated that they changed the infusion set but the no delivery alarm would recur after a while. The customer's mother declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.